Event description:
The reporter stated they have been a user of the freestyle libre 2 for the past four years and that the quality and reliability of the sensors are highly suspect. The reporter recently experienced a sensor failure early friday morning while away from home, leaving them unable to monitor or determine their blood sugar levels. They contacted abbott to report the incident but received little assistance from the representatives. Abbott eventually agreed to send a new sensor, which the reporter is currently waiting for. The reporter also mentioned that the sensors are drastically inaccurate, with readings off by as much as 45 percent, and that two of the last six sensors have been faulty including the incident on friday. Reference report#mw5164604.